Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Subsequently, the customer experienced an elevated blood glucose (bg) value of 573 mg/dl. The customer administered a manual injection of insulin to address the bg. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.